Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced syncopal episodes. Noise being oversensed that led in pacing inhibition was noted. Impedance measurements were good except for the lead safety switch (lss) which means that at some point there were out-of-range (oor) measurements. The physician was able to recreate these observations upon pressing hard on the device. The physician suspected there was a lead fracture. The field representative also thought that it was the nerve stimulation procedure that might have caused it. However, syncopal episodes still happened even if the procedure was stopped. Reprogramming was performed. Later, the device was explanted and will be returned for analysis while the rv lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.